Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The suspect device was not returned to olympus for evaluation so the cause of the reported issue cannot be conclusively determined. It is most likely that the problem was caused by user error when setting up and connecting the scopes. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: this instruction manual contains essential information on using the video system center safely and effectively. Before use, thoroughly review this manual and the manuals of all equipment which will be used during the procedure and use the equipment as instructed.

Manufacturer narrative:
Olympus representative instructed the customer to power off the device and clean the connection points. After this, one of the scopes was still presenting with an error, but the other wasn't. Customer could not recall which scope provided the error that was originally reported. Customer was then instructed to reseat the digital light source cable on both the cv-190 and clv-190, same result. Customer is planning to send the error message scope in for repair if issue persist. If additional information becomes available, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center presented a b30 scope communication error and the image went black when using a scope connected to the video system, then functioned properly. Several scopes caused a b30 error message from the video system. There was no patient harm or consequence reported as a result of this event.